Event description:
It was reported the patient lost stimulation and therapeutic effect back in (B)(6). She had urge frequency and she was not emptying her bladder. Prior to the loss of therapeutic effect the patient fell off a chair and hit her bottom and got a concussion. She was hospitalized for 5 days. Then the patient was unable to feel stimulation in groups 1, 2 & 3 at over 6.0; she normally feels stimulation at little over 2. When the patient switched to group 4 she was able to feel stimulation at 2.90. The patient was scheduled to see her health care professional on (B)(6). Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v386650, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).